Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector stuck) has been confirmed. Upon investigation the trunk cable connector latches were broken and the belt was unable to securely connect to a monitor. The root cause for the damaged connector latches was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's belt connector was stuck in the monitor receptacle.